Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for out of range, high right ventricular (rv) lead superior vena cava (svc) defibrillation impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported that the rv lead was programmed off.